Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that the kangaroo joey pump that she received was delivering at an increased rate. The user is unsure of the volume / rate set and the actual volume / rate delivered for this incident. This caused the user to have pain and feel sick; however, there was no medical intervention required as a result. The customer was unable to provide the serial number of the enteral feeding pump. The customer is unable to determine if the unit will be returned for service as she returned it to her medical equipment company.